Event description:
Patient presented to the urgent care with suspected infection and fluid drainage at the ipg site and was prescribed antibiotics. Patient presented back to the physician with wound dehiscence and continued fluid drainage at the chest incision, without evidence of confirmed infection. Physician brought into the or, irrigated the chest pocket with saline and antibiotic solution, and closed the incision.